Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the fixation of the lp was not stable. The device was removed and inspected and due to tissue embedded in the helix, it was elected to complete the procedure using an alternate lp on (B)(6) 2024. There were no patient consequences.